Event description:
Boston scientific vaxcel implantable port fractured at hub requiring surgical removal. During routine flush. Pt reported discomfort. Subsequent fluoroscopy indicated med port was dislodged, catheter broken and catheter tip extended into right atrium. Catheter was removed via femoral approach.